Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was going through withdrawal. The patient had flu like symptoms and increased baseline pain. The patient went to the doctor's office and it was discovered that there was a 50% reduction in the drug. It was suspected that the drug was not going directly to the site. A dye study was performed, but the results were not back. There were no alarms coming from the device. Additional information received reported that the patient experience increased baseline pain. Adjustments had not affected the pain. The symptoms occurred during a normal refill cycle, and occurred over the entire system. A roller study was performed, no problems were found. A (B)(6) study was scheduled. The physician thought there could be an issue with a kinked or disconnected catheter. The logs did show a motor stall which occurred when the patient had an MRI, but the stall cleared an hour later as expected. It was noted that the patient was at home in fair condition. The drug in the pump at the time of the event was dilaudid. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.